Event description:
During treatment of a patient, whom had been on the 3100b for almost a month, operators reported seeing that the "source gas low" and "oscillator overheat" caution lights were illuminated. The operators reported they "tightened all the connections and ended up putting a compressor on the cooling gas line", which corrected the problem and extinguished both caution lights. The 3100b was otherwise operating properly, however, and the patient's condition was not reported to have been compromised.